Event description:
Customer reported issues with the insulin pump. Customer states that her blood glucose readings were high due to hospitalization. The blood glucose reading is 256 mg/dl. Nothing further reported.